Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert that indicated high out of range shock impedance measurements were recorded on the right ventricular (rv) lead. It was noted that the right ventricular (rv) lead was a competitor product. The hcp requested ts review the crt-d stored daily threshold and impedance measurements trends. Upon review. Ts confirmed the rv lead shock impedances were measured to be greater than 125 ohms. Ts also noted variable increase in the impedances. Ts discussed possible causes of the variable shock impedance changes with the hcp and recommended the patient be scheduled for an in person visit for further evaluation and testing. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5166892.